Event description:
It is reported through the pt's attorney that the pt underwent a right total knee replacement in 1996. Following, in 2005, the pt's knee was revised where polyethylene wear was discovered.

Manufacturer narrative:
Evaluation summary: probable cause of complaint could not be determined because the product was not returned. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate device MFR to specification.